Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that all other tests ordered for the patient repeated the same and were not discordant. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient received anticoagulant therapy which was later deemed unnecessary. There was no harm to the patient as a result of the therapy. The sample was repeated on the same instrument and an alternate instrument, resulting lower. A new sample obtained was tested on the same instrument, also resulting lower. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.